Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and electrode exhibited noise and oversensing. The noise was able to be reproduced with movement of the left arm and was suspected to be related to an issue with the electrode. An invasive procedure was performed. The electrode was explanted and replaced and this device remained implanted and in service with the replacement electrode. Subsequent information was received that noise and oversensing continued to be observed with this device and the replacement electrode. Boston scientific technical services (ts) discussed the potential of oversensing of myopotential noise related to a change in patient condition, medications or potential weight loss or gain. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device and electrode were explanted and returned for analysis. No additional adverse patient effects were reported.